Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One viper2 final tightener driver was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 final tightener driver was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It should also be noted that this device has been in the field for approximately six years. A trend analysis was conducted on the product. No emerging trends were found requiring further actions. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor was performing final tightening on the locking cap/set screw and the tip of the viper2 final tightener driver broke off from the instrument. The broken tip was retrieved. The difficulty resulted in a delay of five to seven minutes with no adverse consequences to the patient.